Manufacturer narrative:
H3: analysis found could not duplicate customers issues as the threshold was set too high to evoke a stimulus response. After setting to 100uv the unit passed all tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intraop system is not outputting a response when the threshold is set 260/270 and the stim 1 is set to 1.0. When using the stimulus the delivery tone would power on but the waveform is frozen when the stim is below the threshold, however when exceeding it does function properly. The procedure was delayed for less than 1 hour. A visual indicator was when using the stim and the voltage is below the threshold, the wave forms would freeze. There was no patient impact.